Manufacturer narrative:
Findings: pump received with moisture damage on electronics assembly, cracked and bleeding lcd glass, cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, and minor scratches on display window noted. Unable to perform any tests due to lcd physical damage.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was 160 mg/dl. The customer reported that the device was exposed to toilet water. Customer dropped the pump on the toilet water. Customer reported there is fluid under the lcd display and there are no cracks. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that we are sending replacement pump.